Event description:
The interrogation report notes that the right atrial (ra) lead had low pacing impedance on (B)(6) 2022. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).